Event description:
Caller states the pt tested 8.0 inr on the coaguchek test system and 4.2 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter strip lot 443a, exp 4/2008, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot.